Manufacturer narrative:
Concomitant medical products: product ID 3093, lot# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the tined lead found that the #0 conductor was broken at the #0 electrode weld site and the #3 conductor was broken 2.1 cm from the distal end.

Event description:
It was reported the patient had a recurrence of bowel cancer in 2009 requiring the removal of their bowel and colostomy. At that time, it was decided to turn the device off and leave it in-situ as there was no need for the therapy. Within the last 2-3 months, the patient felt like the system had turned itself on. The patient thought this because they had a sensation down their right leg which they could remember from when the system was on prior to 2009. The device was interrogated and it was confirmed the system was off and amplitude was set to 0, yet the patient still felt the sensation. The patient insisted it was still on and stimulating. The device was turned on to troubleshoot and amplitude was increased until the patient had stimulation. The patient described it as similar to the current sensation; however it was located slightly anterior in location. Upon turning the device off again, the patient still described a sensation. With further investigation, the patient noted they recently had a couple of falls and had been on a white water rafting trip just prior to the sensation returning. In discussion with the doctor, it was decided to remove the system on the assumption that the lead may have migrated and was impinging on a nerve. The system was completely removed and since then, the sensation the patient had down the leg was still the same with no difference in location or severity. The patient was due to see the doctor again in november. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.